Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened when customer was performing a planned/non-emergency coronary treatment. Procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿image disk space was low.¿ review of log file confirmed that disk post was failed. Fse tried replacing the image disk but the problem still occurred. Later the philips engineer replaced ippc and software disk, reinstalled the software and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method was corrected.

Event description:
It has been reported to philips that the image disk was full. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.